Event description:
It was reported that the ilet pump¿s touchscreen was found cracked, with the user unsure of how it occurred, and the user elected to continue wearing the pump despite reduced functionality; the device problem involved a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.